Event description:
Caller reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the pump reset process, after which the pump no longer displayed the cgm error code, allowing the caller to successfully start their sensor session.